Event description:
It was reported that during a stenting treatment procedure, balloon deflation difficulties occurred. The physician was placing a stent graft to treat an aneurysm located in the moderately calcified, approximately 28mm in diameter, abdominal aorta. This (B)(4) equalizer balloon catheter was being used to occlude the abdominal aorta during stent implantation. There were no difficulties with the balloon reaching the target area or during inflation. A 50cc syringe was used to inflate the balloon with 18cc of a 1:1 solution of contrast and heparinized saline. After successful balloon inflation and after all the fluid had been withdrawn from the balloon, the balloon failed to deflate. The physician was not able to move the inflated balloon, therefore, a syringe was used to rupture the balloon for deflation and removal without incident. The device was removed from the patient intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a stenting treatment procedure, balloon deflation difficulties occurred. The physician was placing a stent graft to treat an aneurysm located in the moderately calcified, approximately 28mm in diameter, abdominal aorta. This 33/7/2/65 equalizer balloon catheter was being used to occlude the abdominal aorta during stent implantation. There were no difficulties with the balloon reaching the target area or during inflation. A 50cc syringe was used to inflate the balloon with 18cc of a 1:1 solution of contrast and heparinized saline. After successful balloon inflation and after all the fluid had been withdrawn from the balloon, the balloon failed to deflate. The physician was not able to move the inflated balloon, therefore, a syringe was used to rupture the balloon for deflation and removal without incident. The device was removed from the patient intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
It was originally reported that after successful balloon inflation and after all the fluid had been withdrawn from the balloon, the balloon failed to deflate. However, the corrected information is that it is unknown if all the fluid had been withdrawn prior to the deflation failure. (B)(4).

Manufacturer narrative:
It was originally reported that the device lot number was 13473199, however, the corrected lot number is 13254660. It was originally reported that the device manufactured date was 26-may-2010, however, the corrected manufactured date is 20-may-2010. Device evaluated by manufacturer: the complaint device was returned for analysis. The proximal and distal balloon bonds were examined and found to meet the required minimum bond length specification. The balloon was visually inspected and a hole was found near the proximal end of the balloon. As the balloon was found to be ruptured, a functional check of inflation and deflation could not be confirmed. Water was injected into the inject lumen and into the balloon lumen and passed the catheter freely, no blockages were observed. The catheter shaft was examined for cosmetic defects and none were found. No other defects were observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that it is unknown if all the fluid had been withdrawn prior to the deflation failure.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).